Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump was unable to prime during test due to faulty force sensor. Insulin pump passed displacement, basic occlusion and occlusion test. Unable to verify no delivery alarm due to prime anomaly. Insulin pump had minor scratches on display window and cracked reservoir tube lip.

Event description:
It was reported that the customer was experiencing high blood glucose for almost three weeks, including a 20.1 mmol/l blood glucose cited. It was stated that the insulin pump was receiving a lot of no delivery alarms and despite changing the set and reservoir each time, the customer's blood glucose was increasing. The customer connected to an old insulin pump and his blood glucose immediately fell to 8 mmol/l and then 2 mmol/l the next day. The dependable delivery of insulin by the pump was being questioned. Nothing further was reported.